Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03530, 0001825034-2017-03531, 0001825034-2017-03532, 0001825034-2017-03533, 0001825034-2017-03502. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient is still experiencing pain and a rash approximately two (2) years post operatively following implantation of a tibial fixation nail. No other information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. X-rays were reviewed by a medical professional and revealed mild bony calcification with lucent fracture lines still seen. Minimal lucency is seen surrounding the proximal portion of the intramedullary rod on the lateral films, suggesting possible mild loosening. Implant fit and alignment was determined to be within normal limits. Bone quality is also noted to be normal limits. Several of the images show prominence of the proximal interlocking screw anteriorly which does not appear to be completely screwed into the nail. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient is still experiencing pain and a rash approximately two (2) years post-operatively following implantation of a tibial fixation nail. Patient has been indicated for removal of the nail. The patient was prescribed medication to treat the rash, which cleared the rash. No other information is available at this time.